Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd disposable cornwall¿ syringe system plunger was "easy to break" during use and became difficult to move. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "it is easy to break, after a while it became hard to use".